Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 06/14/2017 with the following results. Testing was unable to duplicate ¿cs215¿ complaint. Pump and transmitter ran overnight with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred, black box and cgm history show evidence of ¿cs215¿ cgm failure warnings. The battery compartment is cracked at the case seal. Test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. The pump¿s cover was removed, intermittent condition was found to the cgm module due a loose connection at the inter-board connectors. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 06/14/2017 .